Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the pump powered up to a blank display screen. Within three minutes, the pump alarmed. Further investigation showed that the slave processor software was corrupted. The user code was reloaded and the pump powered up to the normal "verify" screen without alarms. The complaint of a blank display screen was thus confirmed. The following findings were unrelated to the reported issue: a battery compartment crack was observed below the grip pad. Evidence of moisture contamination was noted inside the battery compartment. The pump case was removed to reveal evidence of additional moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.